Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has no power and safety disk. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
This complaint is being closed, as it is not a valid complaint. It is part of the routine preventative maintenance, it was opened in error.

Event description:
This complaint is being closed, as it is not a valid complaint. It is part of the routine preventative maintenance; it was opened in error.